Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Discarded.

Event description:
It was reported that the mcreynolds adaptor hooked to a slap hammer to extract the stem. Surgeon threaded the adapter on and tried to extract the stem. The adaptor broke off in the threaded proximal portion of the stem.

Manufacturer narrative:
An event regarding crack/fracture involving an restoration modular adaptor was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 8 other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the (B)(6) adaptor hooked to a slap hammer to extract the stem. Surgeon threaded the adapter on and tried to extract the stem. The adaptor broke off in the threaded proximal portion of the stem.